Event description:
It was reported that during an open unknown procedure, the anvil half and the cartridge half could not be set at the 2nd firing though the device functioned as intended at the 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Saddle pin. The analysis found that one ntlc75 device was returned with the saddle pin detached, both bearings detached and missing, and there was not a reload present. No functional test was performed due to the condition of the device. The condition of the saddle pin is consistent with a poor riveting, causing the saddle pin to be detached. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.